Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation additionally found that due to a damage on cable unit, water tightness is lost. A device history review of the current product was conducted, and no problems were found. A definitive root cause cannot be conclusively determined. However, based on the investigation results, the most probable cause of the identified failures is cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
The customer further reported the reported problem was found during a colonoscopy procedure before insertion into the patient.

Event description:
It was reported, the camera head had no image, and the camera cable was cut. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.